Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported (netherlands) during the patient's two-week follow-up after the ins implant, the patient complained of an increase of back pain. X-ray taken confirmed the right l2 lead had migrated. On (B)(6) 2017 a lead revision was performed and the lead was replaced. Stimulation was reportedly restored postoperatively.